Manufacturer narrative:
Other relevant device(s) are: product ID: 9734887, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the fusion was not tracking reliably. It took multiple attempts to get registration. The surgeon was requesting nipt to be checked out. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.